Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The reported issue did not impact the customer's blood glucose (bg) level; however, the customer stated that they experienced a bg level of less than 89 mg/dl. Reportedly, the customer did not know the exact value and stated that they had an irregular eating schedule the day prior. The customer addressed the bg level with a glass of milk. It was confirmed that the customer had a backup method of insulin delivery.